Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture. The loss of capture did not lead to asystole greater than 2 seconds. The lead was tested via a pacing system analyzer (psa) which confirmed the observation. The rv lead was capped and replaced during a device change out procedure. No additional adverse patient effects were reported.